Manufacturer narrative:
Correction to g.2: the previously reported g.2 company representative and distributor are not applicable. The event of "baker IV capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "baker IV capsular contracture".

Event description:
Patient later reported "small sparse cysts of benign aspect" on MRI, "symptoms of pain on palpation in left breast" and "baker IV capsular contracture" the previously reported event of "breast cancer" is not device related.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture" and "breast cancer." Device was explanted and replaced.